Manufacturer narrative:
Report source: company responsible for marketing / operating the use of mitg-surgical products in the territory. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the reload did not fire. The surgeon was able to press the green button, but was not able to squeeze the handle. The reload was replaced with a new reload with the same lot number and it worked while using the same handle. There was no patient injury.